Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Twenty-four (24) samples were received inside the original packaging for evaluation. During a functional evaluation it was detected that 1 out of 24 samples were leaking at the connection between cross spike and tubing line. The reported condition will be treated as confirmed related to manufacturing/production process. The root cause and action plan will be documented through a formal investigation corrective/preventative action (CAPA).

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports a nurse had to spike a closed system bag with 4 different spike sets because the sets were leaking around the purple end that spikes the feed. There was no harm to the patient.